Manufacturer narrative:
Product event summary #analysis information -- (B)(6) 2016 15:53:56 cst pli# 10 product ID# 439888. The full lead was returned and analyzed. The setscrew marks on the connector pin were too proximal, the tines/lobes were was cut, and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, one day post implant, there was high impedance in all vectors involving the left ventricular (lv) lead, except for one. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was explanted and replaced.